Manufacturer narrative:
The product was not returned for analysis. One photo received, there appears to be material adhered to the edge of the optic. No confirmation can be made what type of material or the origin of the material. Video received. Lens preparation is not shown. The nozzle comes in to view, the haptics appears to be in the correct position as the iol passes out of the nozzle. The iol unfolds in the eye, there appears to be some material adhered to the optic edge. No confirmation can be made what type of material or the origin of the material. Based on our observation of the photo, a material is observed on the iol optic which could potentially be a material adhered to the edge of the lens. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a2., a.3.,b.3, b.5., b.6.,d.10., e.4., h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating unusual aspect to the posterior circumference of the iol feathered appearance of circumferential posterior optic edge as though there was micro debris adherent to it. Scheduled procedure was completed on same day and event occurred during surgery. There was no patient harm reported.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, an unusual aspect to the posterior circumference of the iol was noted. The implant was left in the eye as no visual impact was expected. Additional information has been requested.